Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and attempted to inflate. The occlusion balloon inflated and then deflated unexpectedly. The physician removed the device from the pt. The pt is reported to be fine.